Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover is peeling off the base. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The down button responds intermittently. Evaluation revealed that there was contamination under all button contacts. The display is dim/fading/reddish. The battery compartment is cracked bellow finger pad. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed contamination under buttons, dim display, and cracked battery compartment. This report is made based on results of investigation completed on (B)(4) 2014